Event description:
It was reported that during an in-clinic follow-up, the patient experienced ventricular fibrillation and bigeminy and an episode of syncope. Upon review, it was noted that the implantable cardioverter defibrillator (ICD) exhibited unspecified over-sensing. The ICD was reprogrammed. The patient was in stable condition.